Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, the device had current firmware, and a replacement was arranged while the user was instructed on shutting down the device and returning it; blood glucose was reported as unaffected and the user was advised that historical ilet data would not transfer to the replacement and to continue cgm use via dexcom app or receiver. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no required medical intervention. Investigation included remote troubleshooting and verification of shipping details, firmware status, and user guidance for shutdown and data synchronization. Investigation of this case revealed a nonfunctional mechanical control without evidence of alarms or glucose excursions. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.